Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure? Name of index surgical procedure? The diagnosis and indication for the index surgical procedure? The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? Were symptoms relieved after removal of tvt-o? What were the findings on reoperation on (B)(6) 2018? Are there any pictures available for evaluation? Other relevant patient history/concomitant medications? Product code and lot #? If applicable, will product be returned, return date, tracking information? What is physician¿s opinion as to the etiology of or contributing factors to this event what is the patient current status?

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2016 and mesh was implanted. The patient experienced pain immediately following insertion, pelvic including lower vagina and thighs. By (B)(6) 2018, parasthesia was noted in hands and legs. Persistent pelvic pain plus variable painful orgasmic sensations unrelated to coitus. The patient underwent local infiltration, physiotherapy, neuropathic modulators, opioids, psychological counselling and excision of entire mesh with bilateral groin plus vaginal incision. The mesh was removed entirely on (B)(6) 2018 for stress incontinence. Additional information has been requested.